Event description:
A malfunction alarm, identified as malf 12, was reported, but no notable events occurred prior to the issue. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.